Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit leaked after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph (B)(4) for inspection. The evaqua expiratory limb was visually inspected and pressure tested for leaks. Results: the pressure test result was out of specification. Further inspection revealed that the evaqua expiratory limb was leaking at the connector. A lot check was not performed as lot information was not provided. Conclusion: the hospital had confirmed that the subject rt340 adult breathing circuit passed the ventilator leak test prior to being used on a patient and was thus undamaged at that time. They further confirmed that the leak was noticed after four days of use on a patient. This suggests the damage occurred post production. All rt340 adult breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).